Event description:
A user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The customer reported that they noticed a crack after the lens was injected through the inserter into the eye. There was no injury to the eye.